Manufacturer narrative:
(B)(4). Physio-control evaluated the device and the hard paddles assembly but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock when they used it on a patient. Two 200j shocks were administered but after charging energy for a third shock, the device would not deliver the shock. The user attempted to push the buttons on the hard paddles as well as the shock button on the device however, the device did not deliver the shock. The patient was immediately provided with manual CPR and after 2 minutes, treatment was continued with a backup device. There was no adverse patient outcome.